Manufacturer narrative:
On 04feb2016: emdr initial to FDA; emailed (B)(4).

Event description:
The customer reported the b side battery is being drained. There was no reported adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer reported the b side battery is being drained. There was no reported patient involvement.